Event description:
Svc impedance >200ohms measurement consistent with historical values. (B)(6) tachycardia MDR specialist / customer quality experience management (cqxm) (B)(6) / (B)(6) / USA office: (B)(6) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).